Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high threshold values. The lead remains in use with no plan for intervention. No patient complications have been reported as a result of this event.